Manufacturer narrative:
Follow-up # 1 (10/02/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed high and low glucose resistor tests; readings in range. A secondary issue was noted, the meter was found to have the incorrect battery. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips involved with this complaint have not been returned to lfs as requested. Retains passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter (patient's son) contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra meter reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began a few days prior to contacting lfs. The reporter claimed that a blood glucose result of "181 mg/dl" was obtained on the subject meter on (B)(6) 2012. The reporter said that he felt the result was inaccurately high compared to his mother's normal results and/or how she was feeling what she was tested. The reporter mentioned that his mother manages her diabetes with levemir insulin (10 units at night). The reporter told the cca that she tests her blood glucose 3 times per day (breakfast time, noon and before bed) and that her normal blood glucose is 111 mg/dl. The reporter denied that the patient made any changes to her normal diabetes management due to the alleged issue starting. The reporter said that "the patient has been experiencing shakiness the last few days and yet the meter is reading high." The reporter informed the cca that the night before he called lfs is when the patient obtained the "181 mg/dl" result and that the patient had dinner after that and then took her normal levemir insulin dose at 9:30 p.m. The reporter claimed that the patient woke up at 6:30 a.m. Feeling "shaky", tested her blood glucose and obtained a result of "145 mg/dl." The patient reportedly had not yet consumed breakfast and allegedly did not take any action or treat herself in regards to the "shakiness" at the time the reporter was on the call with the cca. The reporter mentioned that his mother normally treats the symptoms with orange juice or sugar water and feels better within 15-20 minutes. During the call with the cca, the reporter tested the patient's blood glucose and a result of "169 mg/dl" was obtained. During troubleshooting the cca advised the reporter to follow the instructions on how to handle the symptoms provided to him by their health care provider. At the time of troubleshooting, the cca was able to confirm that the patient was not using expired test strips and that the subject meter was set to the correct unit of measurement. The patient did not have control solution during troubleshooting and so a control test could not be performed. The alleged issue was resolved with training. However, replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of hypoglycemia due to the alleged issue.